Manufacturer narrative:
The report # 3003721894-2018-00032 is associated with (B)(4), new poligrip sa. New poligrip sa is marketed as super poligrip cream in the u.s.

Event description:
Calculus urinary [calculus urinary]; flank pain [flank pain]; gait disturbance [difficulty in walking]; product measured potency issue [product measured potency issue]; device use error [device use error]. Case description: this case was reported by a consumer via call center representative and described the occurrence of calculus urinary in a (B)(6)-old female patient who received double salt dental adhesive cream (new poligrip sa) cream for denture wearer. Concurrent medical conditions included denture wearer. On an unknown date, the patient started new poligrip sa. On an unknown date, unknown after starting new poligrip sa, the patient experienced calculus urinary (serious criteria hospitalization), flank pain, difficulty in walking, product measured potency issue and device use error. On an unknown date, the outcome of the calculus urinary and flank pain were recovered/resolved and the outcome of the difficulty in walking was not recovered/not resolved and the outcome of the product measured potency issue and device use error were unknown. It was unknown if the reporter considered the calculus urinary, flank pain, difficulty in walking, product measured potency issue and device use error to be related to new poligrip sa. [Clinical course]: the patient was using new poligrip sa. She experienced flank pain after she visited a dental office in 2017. She was then admitted to the hospital three times for urolithiasis. The calculi were finally removed, but she was unable to go anywhere because of difficulty walking. When she used new poligrip sa, she was able to have meals, but since her denture came off, she had to use new poligrip sa three times daily. She was unable to consult with her dentist and thus, she wished to know whether there were any other better products.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of calculus urinary in a (B)(6) female patient who received double salt dental adhesive cream (new poligrip sa) cream for denture wearer. This case was associated with a product complaint. Concurrent medical conditions included denture wearer. On an unknown date, the patient started new poligrip sa. On an unknown date, unknown after starting new poligrip sa, the patient experienced calculus urinary (serious criteria hospitalization), flank pain, difficulty in walking, product measured potency issue and device use error. On an unknown date, the outcome of the calculus urinary and flank pain were recovered/resolved and the outcome of the difficulty in walking was not recovered/not resolved and the outcome of the product measured potency issue and device use error were unknown. It was unknown if the reporter considered the calculus urinary, flank pain, difficulty in walking, product measured potency issue and device use error to be related to new poligrip sa. [Clinical course]: the patient was using new poligrip sa. She experienced flank pain after she visited a dental office in 2017. She was then admitted to the hospital three times for urolithiasis. The calculi were finally removed, but she was unable to go anywhere because of difficulty walking. When she used new poligrip sa, she was able to have meals, but since her denture came off, she had to use new poligrip sa three times daily. She was unable to consult with her dentist and thus, she wished to know whether there were any other better products. Follow-up information received on 7 february 2018: [summary of investigation]. Substantiated: no. Product family: poligrip. Pq executive summary: no sample was returned for this complaint and also the batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a 'batch envelope'. Prior to the disposition of the product, the contents of each batch envelope is reviewed & approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements.

Manufacturer narrative:
(B)(4) is associated with (B)(4), new poligrip sa. New poligrip sa is marketed as super poligrip cream in the us. Follow up information received on 07feb2018 via quality assurance investigation for issue (B)(4): no sample was returned for this complaint and also the batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a 'batch envelope'. Prior to the disposition of the product, the contents of each batch envelope is reviewed & approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. (B)(4).